Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loose microscope head. There was no patient involvement.

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The bolt was tightened to resolve the issue. The system was tested and found to meet product specifications. The microscope was manufactured on december 2, 2014. Based on qa assessment, the product met specifications at the time of release. The reported event could be attributed to a mechanical interference that disables the yoke set screw from engaging the mounting bolt. An internal investigation has been opened. (B)(4).